Event description:
Initial sodium result of 131 mmol/l. Repeat of same sample recovered 138 mmol/l. No information provided to determine if results were used to guide therapy. The field service representative determined the vacuum nozzle was restricted. The instrument was repaired. Performance check tests were performed and within specification.